Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is thought that the problem occurred due to physical stress being applied to the bending section and the angle wire. A probable cause was not established for the chip on the adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope had a locked angulation mechanism due to wear of the control section, due to wear of angle wire, bending section cannot be controlled at all, due to corrosion on the angle mechanism, bending section cannot be controlled at all, and the adhesive on a-rubber has a chip. There was no patient involvement.